Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable impedance on the svc coil, along with a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the svc defib impedance was steady at 50 ohms through 2015-(B)(6), then began varying and rose out of range (> 200 ohms) starting the week of 2015-(B)(6). Patient alert for svc impedance > 200 ohms occurred on 2015-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.